Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI #: (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 16 september 2019 found that the sideplates, comb, shoulder bolts, and ratchet gear were damaged on the device and that the device was out of calibration specifications. Despite all of these issues, however, the mesher still produced a passing test mesh. Repair of the mesher occurred the same day and involved replacing the comb, sideplate, shoulder bolts, and the ratchet gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the ratchet gear was damaged, which would prevent the ratchet from being able to rotate and lock as intended, it cannot be determined from the information provided as to what caused the damage to the ratchet gear. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device broken handle doesn't ratchet. There was no harm, no delay, no patient involvement. Investigation identified a damaged comb. No adverse events were reported as a result of this malfunction.